Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer-lock of a one-link needle free IV connector broke off which resulted in solution leakage and patient disconnection. This event occurred during patient infusion of unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed the reported condition. Functional test, clear passage and pressure test were not performed due to the nature of the sample received broken. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.